Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device as elective placement for mechanical circulatory support. The patient was undergoing a left ventricular thrombectomy and an aortic valve replacement (avr) surgery. After the surgery, the impella was directly inserted via the aorta. The left ventricular perforation occurred while the catheter was inserted into the left ventricle, and its position was adjusted. After repair of the adverse event, there was no flow was obtained even after impella 5.5 was started. Repair was attempted again; however, bleeding could not be controlled. The impella 5.5 was explanted in the operating room. The patient expired as a result of the adverse event. The physician further commented the following: the reason the impella was inserted using a direct aorta was the chest was opened after avr, and the blood vessel diameter was not large enough to insert 5.5.